Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not stopping when completing the prime and rewind process. Customer stated that the drive support cap on the device is protruded. Her blood glucose level is 345mg/dl. Customer had to disconnect from the insulin pump and treat with manual insulin injections. Customer also stated that the insulin pump has cosmetic damage and the screen is scratched. No further information reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due a protruded/loose drive support disk. A scratched lcd window, cracked display window, cracked reservoirs tube lip and missing end cap sticker also noted.